Event description:
The clinician reports the implant was inserted 2024-01-08 in ada 3. On 2024-02-12, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.